Event description:
This spontaneous case report was received by regulatory authority in (B)(4) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, essure (fallopian tube occlusion insert) was inserted. Essure placement was painful. On an unspecified date the consumer experienced cramps / abdomen pain, head pain, loss of libido, tiredness, insomnia, and mood swings. Consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. Blood test performed and nothing was found. Essure removal was planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps / abdomen pain. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 751 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps / abdomen pain. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on 16-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps / abdomen pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), headache ("head pain"), loss of libido ("loss of libido"), fatigue ("tiredness"), insomnia ("insomnia") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, headache, loss of libido, fatigue, insomnia and mood swings outcome was unknown. The reporter considered abdominal pain, fatigue, headache, insomnia, loss of libido, mood swings and procedural pain to be related to essure. The reporter commented: consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 11-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps / abdomen pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), headache ("head pain"), loss of libido ("loss of libido"), fatigue ("tiredness"), insomnia ("insomnia") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, headache, loss of libido, fatigue, insomnia and mood swings outcome was unknown. The reporter considered abdominal pain, fatigue, headache, insomnia, loss of libido, mood swings and procedural pain to be related to essure. The reporter commented: consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 936 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 11-nov-2020: product start date updated. Reporter consumer information updated. Event "procedure pain" onset date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 1036271) on 04-aug-2016. The most recent information was received on 26-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps / abdomen pain / severe chronic pain in the abdomen') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), the first episode of headache ("head pain"), loss of libido ("loss of libido"), fatigue ("tiredness / extreme and chronic fatigue"), insomnia ("insomnia"), mood swings ("mood swings"), the second episode of headache ("pain in the head"), back pain ("pain in the back"), arthralgia ("pain in the hips"), hypersensitivity ("allergic reaction"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("change in their menstruation cycle / abnormally large amount of bood loss") and menstruation irregular ("change in their menstruation cycle / abnormally large amount of bood loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, loss of libido, fatigue, insomnia, mood swings, the last episode of headache, back pain, arthralgia, hypersensitivity, amnesia, disturbance in attention, heavy menstrual bleeding, menstruation irregular and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, insomnia, loss of libido, menstruation irregular, mood swings, procedural pain, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. The symptoms decreased when the essure was removed and after the essure removal all the complaints disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated back pain, painful hips, head pain, memory loss, menstruation irregular, bleeding menstrual heavy , hormonal imbalance based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 10-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps / abdomen pain / severe chronic pain in the abdomen') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), the first episode of headache ("head pain"), loss of libido ("loss of libido"), fatigue ("tiredness / extreme and chronic fatigue"), insomnia ("insomnia"), mood swings ("mood swings"), the second episode of headache ("pain in the head"), back pain ("pain in the back"), arthralgia ("pain in the hips"), hypersensitivity ("allergic reaction"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("change in their menstruation cycle / abnormally large amount of bood loss") and menstruation irregular ("change in their menstruation cycle / abnormally large amount of bood loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, loss of libido, fatigue, insomnia, mood swings, the last episode of headache, back pain, arthralgia, hypersensitivity, amnesia, disturbance in attention, heavy menstrual bleeding, menstruation irregular and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, insomnia, loss of libido, menstruation irregular, mood swings, procedural pain, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. The symptoms decreased when the essure was removed and after the essure removal all the complaints disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 17-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps / abdomen pain / severe chronic pain in the abdomen') in a 39-year-old female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("change in their menstruation cycle / abnormally large amount of bood loss"), headache ("head pain/ pain in the head"), arthralgia ("pain in the hips"), loss of libido ("loss of libido"), fatigue ("tiredness / extreme and chronic fatigue"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, menometrorrhagia, procedural pain, headache, arthralgia, hormone level abnormal, loss of libido, fatigue, insomnia, mood swings, amnesia and disturbance in attention had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, insomnia, loss of libido, menometrorrhagia, mood swings and procedural pain to be related to essure. The reporter commented: discrepancy noted essure insertion date was on (B)(6) 2013 (also reported: (B)(6) 2013). Consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. The symptoms decreased when the essure was removed and after the essure removal all the complaints disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. Lot number: 893019, manufacturing date: 2011-08, and expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-aug-2021: due to internal review this report was detected to be a duplicate to record # (B)(4) (event: injury nos) which will be deleted in bayer safety database after all information was transferred to this retained record # (B)(4). New: reporter lawyer was added. Newly reported: lot number: 893019 manufacturing date: 2011-08 expiration date: 2014-08. Essure insertion date: (B)(6) 2013 (discrepancy). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igj, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 24-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps / abdomen pain / severe chronic pain in the abdomen') in a 39-year-old female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("change in their menstruation cycle / abnormally large amount of bood loss"), headache ("head pain/ pain in the head"), arthralgia ("pain in the hips"), loss of libido ("loss of libido"), fatigue ("tiredness / extreme and chronic fatigue"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, menometrorrhagia, procedural pain, headache, arthralgia, hormone level abnormal, loss of libido, fatigue, insomnia, mood swings, amnesia and disturbance in attention had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, insomnia, loss of libido, menometrorrhagia, mood swings and procedural pain to be related to essure. The reporter commented: discrepancy noted essure insertion date was on (B)(6) 2013 (also reported: (B)(6) 2013). Consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. The symptoms decreased when the essure was removed and after the essure removal all the complaints disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. Lot number: 893019, manufacturing date: 2011-08, and expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igj, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 27-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps / abdomen pain / severe chronic pain in the abdomen') in a 39-year-old female patient who had essure (batch no. 893019, 945067) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("change in their menstruation cycle / abnormally large amount of bood loss"), headache ("head pain/ pain in the head"), arthralgia ("pain in the hips"), loss of libido ("loss of libido"), fatigue ("tiredness / extreme and chronic fatigue"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), alopecia ("hair loss") and pain ("pain") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, menometrorrhagia, procedural pain, headache, arthralgia, hormone level abnormal, loss of libido, fatigue, insomnia, mood swings, amnesia and disturbance in attention had resolved and the dyspareunia, mental disorder, feeling abnormal, alopecia and pain outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, insomnia, loss of libido, menometrorrhagia, mental disorder, mood swings, pain and procedural pain to be related to essure. The reporter commented: discrepancy noted essure insertion date was on (B)(6) 2013 (also reported: (B)(6) 2013). Consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. The symptoms decreased when the essure was removed and after the essure removal all the complaints disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. Lot number: 893019. Manufacturing date: 2011-08. Expiration date: 2014-08. Most recent follow-up information incorporated above includes: on 27-jan-2022: the follow information were included patient initials updated, lot number, dyspareunia, psychological disorder nos, foggy feeling in head, hair loss, pain we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igj, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 02-feb-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps / abdomen pain / severe chronic pain in the abdomen') in a 39-year-old female patient who had essure (batch no. 893019, 945067) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bypass surgery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("change in their menstruation cycle / abnormally large amount of bood loss"), headache ("head pain/ pain in the head"), arthralgia ("pain in the hips"), loss of libido ("loss of libido"), fatigue ("tiredness / extreme and chronic fatigue"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), alopecia ("hair loss") and pain ("pain") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, menometrorrhagia, procedural pain, headache, arthralgia, hormone level abnormal, loss of libido, fatigue, insomnia, mood swings, amnesia and disturbance in attention had resolved and the dyspareunia, mental disorder, feeling abnormal, alopecia and pain outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, insomnia, loss of libido, menometrorrhagia, mental disorder, mood swings, pain and procedural pain to be related to essure. The reporter commented: discrepancy noted essure insertion date was on (B)(6) 2013 (also reported: (B)(6) 2013). Consumer mentioned a bypass (no details). She had work-related problems and relation and/or family problems. The symptoms decreased when the essure was removed and after the essure removal all the complaints disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: nothing was found. Lot number: 893019. Manufacturing date: 2011-08. Expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The patient's concurrent conditions included bypass surgery. At the time of the report, the abdominal pain, procedural pain, headache, loss of libido, fatigue, insomnia and mood swings outcome was unknown. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 936 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-feb-2017: after company internal review the number of similar incidents was updated in the EU/ca tab. Information from patient: case considered potential legal from this date forward. Essure removal information provided company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps / abdomen pain, followed by removal of xenobiotic material. This event is anticipated in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.